Event description:
Caller reported tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Customer, following instructions from technical support, put the pump into storage mode and switched to mdi as a backup therapy. Technical support confirmed shipping details and sent a replacement pump, instructing the customer to return the problematic pump within 10 days.